Event description:
It was reported that a system controller exchange was performed due to a broken pin on the patient power cable and primary controller by a person at the patient's nursing home. Log files were submitted for review and captured the data following a controller swap. Initially, the pump was connected/disconnected until it was fully reconnected to the backup system controller. The driveline was momentarily disconnected from the backup controller where the pump was off for approximately 5 seconds 11:43:33am thru 11:43:37am. The driveline was reconnected to the controller at 11:43:37am. Log files for the primary system controller were also submitted, and the event log displayed driveline disconnect alarms at 11:45:12 am on (B)(6) 2024 where it appeared that the driveline was disconnected from the system controller due to a system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin within the power cable of the system controller was unable to be confirmed. The heartmate 3 system controller (serial number:(B)(6)) was not returned for analysis and no images were submitted for review. A log file (d9181852) was submitted for review that showed events spanning approximately 7 days (11sep2024 ¿ 18sep2024 per timestamp). The driveline was disconnected on (B)(6) 2024 at 11:45:12 for a system controller exchange. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if any product would be retuned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2021. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.